Manufacturer narrative:
(B)(6). One blade was returned for evaluation. The blade was evaluated for any visible signs of shedding, no shedding was observed at either the inner or outer tip. However, shedding did occur approximately ½ inch from the sluff chamber on the inner tube. There was a significant debridement of the inner tube material, 360 degrees around the inner tube. Further evaluation of runout of both the inner and outer subassemblies indicate tube tir to be within specification on the inner subassembly. Inner tube straightness was also found to be within specification. End to end tube runout on the outer assembly was observed to be .032, subsequent inspection for tube straightness indicates tube straightness to be .008 of an inch which is more than twice the component tolerance. Root cause was found to be user error due to excessive lateral load of the instrument during use. A device history review was performed and found no discrepencies ((B)(4)). Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
During a shoulder arthroscopy procedure it was reported that the product was being used to resect tissue. Extensive metal shedding from the blade was observed. The metal shavings that broke off into the patient's joint space were removed via suction. A ten minute surgical delay and no patient injury were reported. A back up device was utilized to complete the procedure.